Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. Upon functional inspection, the first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next two clips. On the fourth attempt, resistance was felt upon engaging the trigger and a closed clip protruded from the channel. No clip fired on the following attempt. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. A clip with a broken hook was also found in the channel. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking could also cause the clips to break in the channel, as observed in this sample. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips falling" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the clips were out of position and stacking on one another in the channel. A broken clip was also found in the channel. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking could also cause the clips to break in the channel, as observed in this sample. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that two clips fired off as normal. When firing the third clip no clip was present. Then upon subsequent firing clips were falling out. This was replicated on the two samples.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800544. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two clips fired off as normal. When firing the third clip no clip was present. Then upon subsequent firing clips were falling out. This was replicated on the two samples.